Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy, declining additional assistance after being educated by tandem technical support on trusteel infusion set labeling as customer indicated using supplies longer than 2 days.